Event description:
It was reported that the patient was experiencing a return of symptoms/spasticity. The patient reported hearing a sound but not one similar to the alarm test sound. There were no alarms recorded in the logs and there was no silence alarm option. The physician planned to give a 25 mcg bolus to check for effect. The concentration and daily dose of baclofen being administered via a pump were not reported. It was also reported that the patient had a urinary tract infection leading to the increased spasticity. A 25 mcg bolus was programmed and within 25 minutes, the spasticity started to decrease. The patient was given medication and was sent home. The nurse reported the following day that the patient was doing well. It was later reported that the patient never had therapeutic effect following a new pump and catheter implant. No alarms were heard at the time of this report. Reservoir volumes measured equally. The intrathecal drug prescription was confirmed and the correct concentration, drug, and dose were programmed. A dye study was attempted; the catheter was aspirated but only .4cc of pink fluid and air bubbles were obtained. The hcp attempted to deliver the dye despite the inability to aspirate. He was unable to push or pull fluid via the catheter access port with a 25g needle. Final outcome was not reported.

Manufacturer narrative:
Results: used for the catheter.